Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose(bg) of 308mg/dl with symptoms polydipsia, nausea, and large ketones, associated with inaccurate delivery. Reportedly, the patient remained on the pump and continued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. Further troubleshooting could not be performed at this time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: review of the total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing without any delivery defects. The pump was found to be delivering as intended without malfunction. There were no delivery interruptions, errors, alarms or warnings during investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.